Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report. (Including x-rays and medical records) was requested, but not made available. The product information was unreadable from the device according to the sales rep. Based on the limited information provided, the results of the investigation indicate that the poly wear of the reported device is expected, especially after it was implanted for approximately 13 years. There is no evidence of product related issue in this reported event. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "polyethylene wear." Additional information: "the sales rep confirmed the event and stated that the primary surgery was performed (B)(6)."